Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient¿s expiration and the heartmate 3 left ventricular assist system, serial number (B)(4), cannot be conclusively determined through this evaluation. The patient was implanted with heartmate 3 left ventricular assist system, serial number (B)(4), on (B)(6) 2018 and expired on (B)(6) 2020. No alarms, clinical symptoms, or device-related issues were reported in association with the event. The device was not explanted for evaluation. Per the hospital policy, no further information regarding the event was able to be provided. The heartmate 3 left ventricular assist system instructions for use lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2018 via (B)(6). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2020.